Manufacturer narrative:
Communication with the customer did not identify the cause for the battery pack warning. The maintenance schedule is reported as weekly. The customer used a new battery pack, the AED is functioning as designed. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.